Event description:
A female pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the procedure. (Right external iliac artery was 7mm in diameter.) One main body graft and two iliac leg grafts were placed. An angiography confirmed a proximal type 1 endoleak. A main body extension was deployed and resolution of the endoleak was confirmed. On (B)(6) 2011, the pt claimed coldness of her left leg, and occlusion of the left common iliac artery was confirmed by CT angiography due to incorrect deployment of the main body extension. The bottom part of the main body extension, at the level of the second stent was blocking blood flow into the contralateral limb. On (B)(6) 2011, a 12mm synergy balloon was advanced from the left side and a coda balloon was advanced from the right side in order to fully expand the main body extension. However, it did not work out as intended and the procedure was converted to femoral-femoral bypass surgery. The pt's condition after the procedure is unk as not provided by rptr.

Manufacturer narrative:
Name of reporting individual was not provided by the reporter. Occupation of reporting individual was not provided by the rptr. (B)(4) - addressed in the IFU. Eval: event is still under investigation.